Manufacturer narrative:
(B)(4).

Event description:
Prior to using the device, the helix was unable to extend completely. Another lead was used to complete the procedure.

Manufacturer narrative:
Correction information: serious marked in error. Visual inspection found the helix to be damaged likely due to implant/explant procedure. Despite damage, the helix was able to extend and retract. The helix extension length could not accurately be measured due to the helix being stretched and bent as received. Electrical testing did not find any indication of conductor fractures or internal shorts.